Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent: l5-s1 anterior lumbar interbody arthrodesis. Use of intervertebral biomechanical device for spinal arthrodesis at l5-s1. Anterior vertebral instrumentation across 2 levels at l5-s1. Preoperative diagnosis: l5-s1 spondylosis, kyphosis, radiculopathy. Per-op notes: "the anterior lumbar interbody cage trials of varying sizes and lordosis were placed and a small size 26x32x12mm high x8 degree lordotic device found to fit appropriately with restoration of disc height and lordosis in the neutral position. The device was filled with half of a medium bmp-2 kit and 1/4 sponge was placed on either side in the disk space where the cage will be positioned." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.